Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. Evaluation revealed that the patient had been using the pump with default time and date settings. Evaluation confirmed that the battery compartment was cracked and the battery cap would not secure properly to the pump; the battery cap threads were found to be stripped. The pump booted up to the verification screen with no other malfunctions noted. A cracked battery compartment/damaged battery cap is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The reporter claimed that the animas pump has a crack on the casing of the battery compartment. The subject pump reportedly has been self rebooting. The patient's blood glucose was elevated but the reporter could not provide any numeric values. According the reporter, the patient did not have any symptoms and did not receive any medical intervention that would suggest a serious injury. During troubleshooting, the reporter noted the following: after the reporter noticed the damaged casing on the animas pump two weeks ago, the reporter taped the battery compartment. During the time of concern, the subject pump started to reboot. The battery cap is not securely fitted. There was no product misuse. The reported issue was not resolved with training. The reporter was advised to put the patient on a backup plan as the damage subject pump was not safe to use. This complaint is being reported because the patient allegedly had elevated blood glucose after the battery compartment was damaged. This complaint is considered a user error because the owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.